Manufacturer narrative:
The customer returned the meter. The test strips were not returned. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: master lot and retention meter: 2.1 inr. Donor #1: customer meter and master lot strip: 2.1 inr. Donor #2: master lot and retention meter: 2.5 inr. Donor #2: customer meter and master lot strip: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer was questioning inr results of 2.2 inr on the coaguchek xs meter with serial number (B)(4). The customer alleged that she had been receiving results of 2.2 inr for several weeks in a row. During a review of the meter memory there were results of 2.2 inr on (B)(6) 2017. The customer had run a test on the meter on (B)(6) 2017 and the result was 2.2 inr. While on the phone with the customer, another test was performed approximately 20 minutes later using a new finger and erroneous results were generated. The result was 1.4 inr. The customer¿s therapeutic range is 2 ¿ 3 inr. The customer had not cleaned the meter. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. There have been no changes to the customer¿s diet or medications. The customer has not had any new illnesses. The customer missed her warfarin dose the evening of (B)(6) 2017. No adverse event occurred. The customer is doing ok. The meter and test strips were requested for investigation. Relevant retention test strips (lot 194491) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.